Manufacturer narrative:
A software analysis was initiated to determine the probable cause of the issue. Analysis was unable to determine probable cause without further information since the behavior cannot be replicated. This case may be re-opened if additional information is received. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: s7 argus os. The device was not returned, so no analysis was conducted. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside a procedure. It was reported that when attempting to install 3.1.1, the medtronic representative received an error stating insufficient disk space. Technical services (ts) recommended installing 2.2.7, it uninstalled, then he attempted to reinstall 3.1.1 and it was able to install successfully. There was no patient present when this issue was identified.